Event description:
The laser system has the following problem: "unable to clear shutter error during start up sequence. Error would occur just after starting 2 sequence would begin".

Manufacturer narrative:
We are waiting for add'l info from the distributor.